Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results, method, and conclusion along with the investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, an air leak occurred. The air was aspirated into the syringe connected to the extension port of the sheath after inserting the sheath into the patient, prior to catheter insertion. Several aspirations were attempted, but the issue persisted. The sheath set was replaced and the procedure was completed with no adverse patient consequences.